Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has changed out site twice and her blood glucose will not drop, unless she treats with insulin shot. The customer's blood glucose has ranged between 287mg/dl-402mg/dl. The customer has been treating with manual injections. The customer had small ketones and treated with manual injection.